Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was received in two pieces. Two external abrasions were noted breaching the optim sheath only at 11.2-11.3 and 15.3-15.4 cm from distal tip consistent with friction to another device or feature of the patient¿s anatomy. No other anomalies were noted with the exception of procedural damage.

Event description:
This report is to advise of an event observed during analysis.